Manufacturer narrative:
The root cause for the failure could not be determined, but one possible root case could be water ingress at the front power switch port. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The computer module serial number: (B)(6), was found to have frontal circuit disrupting contamination of its power switch pcb, in a region about, and to the left of, its momentary on/off switch. The performance issue did not manifest when the unit was dry and demonstrated, in a remotely intermittent fashion, only when moist conditions were introduced. The assembly exhibited some physical paint and abrasion damage to its upper front bezel. The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.

Event description:
The user facility reported the system screen turned black during surgery. They were able to finish case w/o problems. They replaced the unit with a surgery delay of about 5 minutes. There was no impact to the patient.